Event description:
Related manufacturer reference number: 2017865-2024-01965; related manufacturer reference number: 2017865-2024-01967. It was reported that a patient presented with dislodgement of both the right atrial and right ventricular leads due to twiddling of the device. The device had migrated from its originally implanted position. The entire system was surgically revised on a prior date, and the leads were repositioned. No adverse patient consequences were reported.